Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, as the device was not functioning properly. During the replacement procedure, a leak was identified in one of the tubes. The device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, as the device was not functioning properly. During the replacement procedure, a leak was identified in one of the tubes due to a connection related issue. The device was removed and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, as the device was not functioning properly. During the replacement procedure, a leak was identified in one of the tubes due to a connection-related issue. The device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.